Event description:
It was reported that the patient experienced soreness of the pump site, between the his ribcage and pelvis. The pump located itself between the rib cage and pelvis when the patient was sitting. On (B)(6) 2012, the patient complained of discomfort at the pump site. The patient was identified has having pain in the area of the pump site. On the same date, the initial dose of 424.6mcg/day was increased to 450.4mcg/day. The patient was also given sheep skin pads and an abdominal binder for more padding in the area. The patient was given an insert to put under the binder to attempt to position the pump to a more comfortable state. On (B)(6) 2012, the patient was given a new seating system. After all of the reported interventions were taken for the patient¿s discomfort, the patient¿s pain was resolved. As of (B)(6) 2012, the outcome was resolved without sequelae. It was indicated that the event was not related to the device or therapy and was possibly related to the implant procedure. Drug information was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Additional information received reported that the pump was being used to deliver baclofen 2,000.0 mcg/ml.

Event description:
Additional information received reported that the patient was using lioresal baclofen.